Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 7037995; product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: 7075828/7076021.

Event description:
It was reported that the patients body had an allergic reaction to the battery. The ipg site developed a major swelling and the ipg was encapsulated with tissue. The physician believed that the patients complex regional pain syndrome (crps) and ehlers-danlos syndromes (eds) were the contributing factors. The patient underwent an explant procedure. All device components were explanted and were kept by the medical facility.